Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that in this study case, one day after implantation lv lead high threshold was measured. The lead was repositioned.